Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt is needing an MRI but ins battery is dead. Pt said their ins had been dead for about 3 years. Pt said the charge had gone out on the ins right as the pandemic hit and their hcp wouldn't let them get in to get it recharged by a manufacturing representative (rep). Pt said they finally got into the hcp and since the pt's back had gotten worse, the hcp wants the pt to have an MRI. Pt also mentioned that they had an appt for tomorrow afternoon to talk about possible ins replacement since their ins had been dead. On (B)(6) 2022 patltr: additional information from the patient indicated that they did not charge the ins for a significant amount of time, leading to the dead ins. No troubleshooting was done. The patient saw the manufacturing representative (rep) and hcp plans to replace the battery, but no date has been scheduled.